Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a3, b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly; the machined head was damaged, the reciprocating arm was worn, the control bar failed and was out of position, and the device was out of calibration. The reciprocating arm, machined head, lever, ball plunger, control bar, bearings, and screws were replaced, and the device was recalibrated to resolve the reported issue. The width plate was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The reported event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: united arab emirates.

Event description:
It was reported that during surgery, the blade continued to move even though it has been inserted properly and the with plate had been tightened. The team had also attempted to resolve the problem by changing the unit blades, but the issue persisted. The videos provided show uneven cutting. There was no patient harm/injury or surgical delay reported. There was no additional medical intervention required. Due diligence is in process; no further information is available.

Event description:
It was reported that during surgery, the blade continued to move back-and-forth even though it has been inserted properly and the with plate had been tightened. The unit was not cutting properly. The team had also attempted to resolve the problem by changing the unit blades, but the issue persisted. The taken graft was damaged and was discarded, for this reason, an additional unplanned skin graft was needed in order to complete the surgery which was taken from an additional graft site. Another device was used to complete/finish the surgery. There was a surgical delay of approximately 10-15 minutes. Due diligence is complete; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d2, e1, e3, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.